Manufacturer narrative:
Patient information: patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely depressed calcium (ca) results on one patient generated on the architect analyzer. The results provided were: sid (B)(6) initial = 2.4mg/dl / repeated on different analyzer = 8.7mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was removed from this event. MDR number 1628664-2019-00119 has been submitted and all further information will be documented under that MDR number.